Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot and hand switches were replaced. The batteries, battery charger, and lift column power supply were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 8800 system was slow to boot up, had intermittent lift column failure, and displayed a generator error message. No pt injury was reported.